Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were getting no delivery alarms on the insulin pump. The alarm occurred when they were sleeping and when they were priming the device. The customer¿s blood glucose was 400 mg/dl. They declined troubleshooting for the high blood glucose. Troubleshooting was performed for the no delivery. A change of reservoir resolved the issue. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.